Manufacturer narrative:
Batch review performed on 07-aug-2024: lot 2335876: (B)(4) items manufactured and released on 30-nov-2023. Expiration date: 2028-11-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 07-aug-2024: reverse shoulder system 04.01.0279 sensitin lat. Glenosphere 39xø24.5 (k203755) lot 2302405: (B)(4) items manufactured and released on 24-may-2023. Expiration date: 2028-05-10. No anomalies found related to the problem. To date,(B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 months after primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner and the surgery was completed successfully.